Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, this device was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects. At this time, this device has not been returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.